Manufacturer narrative:
This is two events (cardiovascular, cerebrovascular) reported for the same patient involving two separate products; associated MDR # 1225714-2013-03293.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular and a cerebrovascular event on or about (B)(6) 2011, after the use of the product.